Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ per tandem¿s user guide: ¿always remove all air bubbles before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the pump takes space where insulin should be and can affect insulin delivery.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, customer used fiasp insulin and tandem's technical support educated customer on cartridge/insulin labeling. In addition, the customer reported that air bubbles were observed along the infusion set, and cartridge tubing. Reportedly, the customer reverted to manual injections. During follow up, troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. Tandem technical support educated customer regarding the fill instructions. The supplies were changed to address the event and insulin delivery was resumed. The customer's blood glucose level was approximately 300 mg/dl.